Event description:
The consumer reported that he was charging his implantable neurostimulator (ins) too frequently and the ins battery discharged more quickly than it was supposed to. It was noted that the patient had to charge there ins every week to every two days. The patient stated that even when the ins was turned off, the battery level would drain very quickly until it depleted. An experiment was performed by the patient where he fully charged his ins and did not use it. In result, the battery depleted. It was also reported that it took the patient eight hours to charge the ins and he had to stand the whole time which was hard to do. Two coupling bars was the best that the patient could reach and the reposition antenna screen appeared on the recharger. The patient stated that they were reprogrammed at the time of implant on (B)(6) 2016, they were unaware of any ins pocket concerns, had no trauma/falls and the recharging best practices were reviewed. At the time of the report, the recharger was not available for troubleshooting. Lastly, it was reported that a source online showed that the rechargeable battery was on recall, so the patient suggested that he knew that the battery had problems. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.